Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced an erosion of his artificial urinary sphincter (aus) cuff. It is suspected that the size was too small. He underwent a surgical procedure in a previous date in which all components were explanted, and returned for a reimplant surgery in august. A new aus with a 4.5 cm cuff was implanted via transcorporal incision. There were no patient complications.